Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was identified along with the particulate. The particulate does match the missing portion in the septum. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging . The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that, "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event product is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: laparoscopic colectomy - "during laparoscopic colectomy procedure, a portion of the septum came off into patient cavity. The portion was removed and the operation was successfully completed with another trocar. No patient injury and bleeding." Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar. Initial investigation report by (B)(4)- "the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion as shown in fig.1. The size of the damaged area is appx 8.7mm×6.0mm. The portion matched to the missing part was not returned to oly. No visible damage was observed with the ddb and shield. The unit will be returned to amr for further evaluation. (B)(4)." Patient status - "no patient injury".